Event description:
Consumer complaint of low blood results. Customer stated meter read 29 mg/dl and he is feeling fine. Customer did not want to run a back to back blood test. Results in memory; 131 mg/dl at 10:41 am, (B)(6); 29 mg/dl at 10:39, (B)(6); 151 mg/dl at 10:18 pm, (B)(6). Customer stated his is concerned about the 29 mg/dl reading and does not trust his readings. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause: user had incorrect code key, user has low glucose value. MFR acknowledges lateness of the report wer internal corrective action. This report should have been identified as reportable within 30 days fo the identification ((B)(6) 2014).